Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2015. (B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch #: jah923 batch #: jar711 batch #: jbj607.

Manufacturer narrative:
It was reported that wound separation was found approximately 2-24 hours postoperatively.

Manufacturer narrative:
Before use of the topical skin adhesive, dermis was sutured and cleaned to stop bleeding, and moisture was removed. The wound was kept together during applying the topical skin adhesive and covered with gauze. The incision was closed with steady tape. In addition, a review of the batch manufacturing records for the possible batch numbers batch #: jah923, batch #: jar711, batch #: jbj607. Was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and topical skin adhesive was used for transverse incision. Before applying the adhesive, the sutured dermis was cleaned to stop bleeding and remove moisture. It was reported also that the surface layer did not adhere and within two hours following the procedure, wound was opened due to exudate. It was fixed with a steri-strip tape. Additional information has been requested.